Manufacturer narrative:
The philips remote service engineer (rse) investigated the issue with biomedical engineer and confirmed there was a speaker malfunction inop displayed on the x3 monitor; however, the issue was intermittent, so it was unable to be confirmed if there was sound produced or not. The rse upgraded the software to revision p to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was software which needed to be upgraded. The reported problem was confirmed.the device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue x3 indicating that there was a speaker malfunction inop. It is unknown if the device was in use at time of event, and there was no adverse event reported.